Event description:
Biomedical technician reports unit turns itself off with no audible alarm and no attention light. He states this was found during preventative maintainence. He stated there have been no reports of patient injury or medical intervention and no incident reports filed.